Manufacturer narrative:
On (B)(4) 2013, this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Electrical issues were reported relative to the subject pacemaker. Reportedly during a holter recording examination four pause episodes and ventricular oversensing was confirmed. The r wave amplitude was normal (>10mv). Oversensing was not observed during an isometric test. Since sensing polarity was unipolar, the sensitivity was re-programmed from 3.5mv to 5.0mv. Lead breakage could not be confirmed by x-rays. Subsequently another holter recording examination was performed: in addition to ventricular lead oversensing, undersensing was also observed. A pacemaker revision was performed on the next day. During the re-intervention, the lead was disconnected from the pacemaker and measured by an analyzer; ventricular threshold and r wave amplitude had normal values and the impedance was 950ohms. Reportedly the impedance was increasing from previous follow-ups (500-600ohms). The lead was subsequently capped and left inside the body. A new pacing system was implanted.